Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.

Event description:
It was reported that a decrease in the longevity of the device battery was observed and premature depletion was alleged. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.